Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic staff remotely via merlin. Net with high pacing impedance on the left ventricular lead. The patient was brought to the clinic for a follow up. Upon examination, it was noted that all vectors on electrode 3 of the lead exhibited no capture at maximum output and high out of range impedance. It was suspected that the electrode 3 coil may be fractured but the anomaly was not confirmed. The lead was reprogrammed to a normally functioning vector. There were no adverse consequences to the patient and the patient was schedule for continued monitoring.